Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the patient charged the ins to full before bed and when they woke up the ins was depleted. There were no known environmental/external factors that might have led to this issues. The patient was advised to turn the amplitude down at bedtime. The representative noted that the patient lived a distance from their managing physician and they offered to see the patient but the patient was unable to make the trip at this time. The patient would call the representative if they were in the area so they could check the patient's stimulation. No symptoms or further complications reported.